Manufacturer narrative:
Date of event: the exact event date is unknown. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was not functioning as expected due to the pump was very difficult to pump. A replacement surgery was performed and the pump was removed and replaced. The patient had a good outcome with a functioning device.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was not functioning as expected due to the pump was very difficult to pump. A replacement surgery was performed and the pump was removed and replaced. The patient had a good outcome with a functioning device.

Manufacturer narrative:
Date of event: the exact event date is unknown. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.